Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had observed erratic patient and quality control (qc) results and the cea assay was failing calibration. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and found aspirate probe 1 was not aspirating. The cse replaced the aspirate probe and tested it. The cse cleaned the bottom of the main manifold and ran and empty and fill of cuvettes. The cse ran quality control (qc), resulting satisfactory. The cause of the discordant, falsely elevated cea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carcinoembryonic antigen (cea) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s) who questioned them, as the results did not align with previous results from the patients. The patient samples were repeated and results were similar to the previous results from the patients. There are no known reports of patient intervention or adverse health consequences due to discordant, falsely elevated cea results.